Event description:
The account alleged that the bed has no audible alarm from the external buzzer. No injury reported.

Manufacturer narrative:
The account replaced the external buzzer to resolve the issue.